Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. Prior to the filter placement, the patient was noted to have an occluded lower limb vessel and peripheral vascular disease. The filter was successfully implanted via the right groin. Approximately thirteen and a half years after the filter implantation, the patient became aware that the filter had fractured with struts retained within the inferior vena cava (ivc). The patient further reported having experienced mental anguish, worry and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture. Per the implant records, the patient underwent an inferior vena cava (ivc) venogram, placement of the ivc filter and angiography for an occluded lower limb vessel. The outcome was noted as successful with a post procedure diagnosis of peripheral vascular disease. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately thirteen years and six months after the filter implantation. The patient reports fractured filter struts retained within the ivc and further experienced anxiety related to the filter.